Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 38 mg/dl. The customer reported that blood glucose was 178 mg/dl in the morning and then went up to 278 mg/dl, he was treated his blood glucose and within one and half hour the blood glucose level was 67 mg/dl. Customer's blood glucose value was 79 mg/dl at the time of the call. Troubleshooting was performed. The customer was not exposed to strong magnetic field associated with magnetic resonance imaging. The pump will not being returned for analysis.